Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the occluded catheter was removed. A catheter access port dye study was performed on (B)(6) 2021 and was normal. On (B)(6) 2021 the patient reported feeling bolus slightly.

Manufacturer narrative:
H3: the catheter was returned, and analysis found no significant anomaly (an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-mar-17 the patient was experiencing withdrawal at post-operative visit. The symptoms included nausea and vomiting. The patient was started on IV fluids and IV zofran. A bolus was given. The fentanyl was increased to assist with the nausea. On 2021-mar-18 a follow up phone call was done, and the patient was feeling better. Still had nausea and withdrawals, but no vomiting. On (B)(6) 2021 the patient still reported nausea. The patient was prescribed scopolamine patches. The pump was reprogrammed on (B)(6) 2021. The clinical diagnosis was withdrawals. The etiology of the event (withdrawals) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (fentanyl) was related and the drug action that caused the event was changed schedule. The patient was receiving fentanyl 2000 mcg for a total dose of 99.96565 mcg/day, morphine 8.3 mg for a total dose of 0.41486 mg/day , and bupivacaine 20.7 mg for a total dose of 3.10071 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. Per medical notes provided the patient¿s assessment included: post laminectomy syndrome, other intervertebral disc degeneration (lumbar region), radiculopathy (lumbar region), and opioid dependence (uncomplicated). The patient had experienced increased pain and the patient was unable to feel boluses. The patient was prescribed oxycodone 10 mg tablets on (B)(6) 2019. A failed catheter dye study occurred on 2021-apr-20. They were unable to aspirate via the catheter access port. A catheter revision was performed on 2021-apr-22. After explant the physician checked the patency of the catheter with fluid pressure, and he was unable to aspirate the catheter. On 2021-apr-22 the spinal segment was spliced and there was no flow from the catheter. It was completely removed and a build up of material at the tip of the catheter was noted. A new spinal segment was therefore implanted. The complete catheter was explanted and replaced. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The post-operative plan was monitoring the pa tient from the procedure performed. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The catheter was to be returned to the manufacturer for analysis. The patient¿s weight was noted as having ben 194 pounds (previously reported as 200 pounds / 91 kg).

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was explanted/replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (2000 mcg at 299.58553 mcg/day), bupivacaine (20.7 mg at 3.10071 mg/day), and morphine (8.3 mg at 1.24328 mg/day) via an implantable pump. It was reported the patient had a catheter access port contrast study performed, on (B)(6) 2021, and the catheter was unable to be aspirated. The clinical diagnosis was inadequate pain relief. The patient was administered oxycodone 10 mg. On (B)(6) 2021, the patient was in the ER, trying to get control of their pain. A revision was planned for (B)(6) 2021. It was indicated the event was related to the device or therapy and unlikely related to the implant procedure. It was noted the event was ongoing.